Event description:
It was reported that a patient underwent a cesarean section, transverse incision in the lower segment of the uterus, on (B)(6) 2024 and suture was used. The operation went smoothly, and the doctor cleared the abdominal blood, checked the gauze instruments without errors. The abdomen was closed layer by layer, and the subcutaneous tissue was intermittently sutured with suture . The skin was sutured intradermal with suture. Post-op, on the third day after the surgery, the abdominal incision was dressing changed, and the incision was found to be free of redness, swelling, and fluid leakage. The alignment was neat, the abdomen was soft, and there was no tenderness or rebound pain around the abdominal incision. On the 8th day after the surgery, the abdominal incision was sutured. The patient had inflammation. The skin around the incision was red and swollen, without obvious tenderness, rebound pain, exudation, or exudation. The doctor considered local adverse reaction to the suture and gave alcohol gauze wet compress and red light treatment, once a day. A follow-up examination was recommended after 2 weeks. On the 22nd day after surgery, the patient returned to the hospital for re examination and found no redness, swelling, tenderness, or exudation around the abdominal incision. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Why did the abdominal incision sutured 8 days after the c-section? Please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Why did the abdominal incision sutured 8 days after the c-section? Please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.